Event description:
As reported by the user facility: reports had chemo spills with this set. When pulling the cap open on the universal drip chamber spike to vent, the hinge pulls out resulting in leakages on purses and pts. Customer also practiced opening the vent on an unused set and had the vent cap pull out as well.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used safeday IV set, without the original packaging, was received for evaluation. Visual inspection of the universal drip chamber spike revealed the air vent assembly to be disconnected from the chamber assembly. The disconnected air vent assembly was returned separately with the set. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. The investigation into this reported event is ongoing. All available information has been forwarded to the device manufacturer of the drip chamber spike. Following the receipt of additional information and/or completion of the investigation, a follow-up report will be filed.